Event description:
It was reported that during use of implantable pulse generator (ipg) and right ventricular (rv) lead the patient experienced syncope and was hospitalized. Fluctuating thresholds were reported. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.